Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture threshold intermittently. Healthcare physician (hcp) needed the system to be approved for magnetic resonance imaging (MRI). Technical services (ts) assisted in approving the system for MRI with 3-hour time-out. Most recent lead measurements were within normal limits. Ventricular output was changed to 2.2 volts/0.8ms in response to the reported observations. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture threshold intermittently. Healthcare physician (hcp) needed the system to be approved for magnetic resonance imaging (MRI). Technical services (ts) assisted in approving the system for MRI with 3-hour time-out. Most recent lead measurements were within normal limits. Ventricular output was changed to 2.2 volts/0.8ms in response to the reported observations. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service; therefore, no product analysis could be performed. The allegation(s) have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The cause has been determined to be intentional off-label, unapproved or contraindicated use based on the field report of the device being used incorrectly. These issues are covered in the applicable instruction for use (IFU) document.